Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, before inserting into the patient, the doctor discovered that there was a bifurcation at the tip of the guide wire (tip of the guidewire was frayed). There was no leak and no luer adapter issue. There was nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was there was a bifurcation at the tip of the guidewire. Besides the reported issue there were no other visible defects/damages found on the product at the time of the event. The cleaning agent used on the device was saline rinse. The insertion site was not treated with prior to product placement. Tego was not utilized. There were no other products being utilized with the device. There was no excessive force use on the device. As a remedial action the reported product was immediately replaced with a new set of consumables/supplies. The catheter was replaced with a product from the same lot and product ID on the same day of the event. The surgery was continued without affecting the patient's treatment or patient care. The surgery was completed. There was no blood loss and blood transfusion was not required due to the event. There was no medical intervention/treatment done to the patient as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name, street 1, MFR city, MFR region, country and postal code), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection of the returned guidewire noted that the tip of the j hook was deformed. It was reported that the guide wire was frayed, coiled or unravelled. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.